Event description:
It was reported that the pump touchscreen was not always registering touch inputs correctly, requiring multiple attempts when attempting to unlock the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.